Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesions were located in the 80% stenosed and moderately calcified proximal left anterior descending (lad) artery and left circumflex artery (lcx). A 20 x 3.50mm promus elite drug-eluting stent was successfully deployed in proximal lad followed by a 2.75x28mm non-boston scientific stent in the lcx. While in the coronary care unit (ccu), the patient developed sudden hypotension and chest pain, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was performed immediately; however, the patient could not be revived and was pronounced deceased. The official cause of death was cardiac arrest. No autopsy was performed.

Manufacturer narrative:
E1 initial reporter first name: (B)(6).